Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).please see medwatch report # 2032227-2014-16734.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump while trying to push insulin through it during a basal delivery. The customer's blood glucose was 198 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. She was assisted with clearing the alarm. The customer was not able to rewind the insulin pump as a no delivery alarm was received and he was advised to discontinue use and revert to a back-up plan. In troubleshooting for the no delivery alarm, the customer performed a fixed prime with 5.0 units of insulin. The insulin did not exit and the no delivery alarm occurred. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to an out of phase motor encoder signal. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.